Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Request was performed for additional information including lot number and sample return; however, lot number and sample return was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and sample return was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
On (B)(6) 2026, a patient reported a product quality issue with the infusion set as the infusion set fell off and tape not sticking.